Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump touch screen was delayed in responding to presses. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.